Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1sa0k, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device would be explanted due to an infection at the wound site. The explant was scheduled for (B)(6) 2018. The caller also noted that there was redness, tenderness, and discharge over the ins location and the patient was not feeling well. No device malfunctions were reported. There were no further complication reported or anticipated.